Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The electrosurgical generator was returned for failure analysis and the reported activation failure could not be reproduced. The electrosurgical generator energized, cauterized and recognized all ports instruments. As a safety precaution the electrosurgical generator will be send to the manufacturer for further investigation. The probable root cause of c-38 error cannot be determined based on the failure analysis as the reported issue could not be reproduced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse was able to verify errors c-38, c-30 and m-11 and confirmed the customer reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu; however, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer stopped using the iesu due to repeated errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer received an "activation has been interrupted" message during surgery. The customer stated they got a c-38 error on the integrated electrosurgical unit (iesu) erbe when message appeared. The customer stated monopolar energy would not work, so they switched to an alternate bovie to continue. The surgeon was continuing with the case robotically and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.